Manufacturer narrative:
(B)(4) date sent to the FDA: 10/29/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a herniorraphy procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the tip of the device came off on the tenth fire. The procedure was completed with another like a device. There was no adverse consequence to the patient. Additional information has been requested.